Manufacturer narrative:
(B)(4).

Event description:
Procedure: tep totally extraperitoneal. According to the reporter: the device was very difficult to withdraw, it became stuck. Once it was removed and the extraperitoneal space was filled with gas, it was discovered an inner valve from the 12mm trocar had gotten loose and was lying in the extraperitoneal inguinal space inside the patient. They took a new set, but the balloon was defect: the balloon that secures the 12mm trocar to stay put and prevent gas leakage subcutaneously had a hole in it. Also, the view was bad during the operation as the 12 mm continuously moved. More than 30 minutes extension of surgery time: 25 minutes to retrieve the plastic ring and then extra time with leaking balloon. There was no tissue loss or blood loss of 500 cc or more.